Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. It was found that led of the front panel of the subject device was not lit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the user and sorc, omsc considered there was the possibility these phenomena were attributed to the following causes for each; [the subject device did not insufflate co2] the cause could not be identified because it could not duplicate the reported phenomenon. It might have occurred due to temporary main board failure of the subject device. It might have occurred due to the influence of other than the subject device. [Led of the front panel of the subject device was not lit] omsc considered that it was attributed to the led element failure of the front panel of the subject device. The cause of the led element failure could not be identified. But the led element failure might have occurred due to accidental element failure, because the exterior of the subject device had no abnormality and there were no multiple failures. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device did not insufflate co2 at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.